Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd; however, exact cause cannot be conclusively determined.

Event description:
Edwards received information a patient underwent transcatheter valve-in-valve intervention due to severe aortic stenosis. Post transcatheter aortic valve replacement course was uncomplicated and patient has enjoyed restoration of nyha class I. Patient was discharged.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided and the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. No information has been provided indicating a procedure has taken place or has been scheduled yet. The device history record (DHR) review was not able to be completed as information regarding this device (i.e. Serial #) remains unknown. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21mm bioprosthetic aortic valve is failing after ten (10) years due to unknown reasons. The patient is being considered for valve-in-valve intervention, but a procedure has yet to be scheduled. No additional details provided.

Event description:
The patient was treated with a 23mm transcatheter valve within the existing valve due to unknown reasons. No pvl was noted and there weren reported complications.